Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The doctor programmed the device to auto MRI on with mode voo, but the print out showed aoo. Please see attached pic. She turned the auto MRI mode off and again on, then it was correctly displayed with voo. She asked what would have happened if it had been left like that, or is it just printed wrong on the print out (aoo), but actually correct in the device (voo)?

Manufacturer narrative:
The conclusions are as follows: - the event is related to a printing issue when the device is programmed in the MRI pacing mode (voo). - nevertheless, the subject pacemaker was correctly programmed in voo mode by the physician. - no issue is suspected on the subject pacemaker. - the complaint is recorded for trending purposes. For more details, please refer to the attached analysis report.

Event description:
The doctor programmed the device to auto MRI on with mode voo, but the print out showed aoo. Please see attached pic. She turned the auto MRI mode off and again on, then it was correctly displayed with voo. She asked what would have happened if it had been left like that, or is it just printed wrong on the print out (aoo), but actually correct in the device (voo)?